Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, minor scratches on reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having issues with the buttons on the insulin pump. The act button on the device was not responding or customer has to press it really hard in order for it to respond. The esc button also works intermittently. Numbers on the device kept ramping of their own when customer was attempting to input her blood glucose level for the bolus wizard. Customer's blood glucose was 99 mg/dl. Customer reported she was at the beach that was warm and humid but she did not get into the water or get splashed, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.